Event description:
The customer observed false positive architect total ¿-hcg results for a 49-year-old female uterine myoma patient with uterine fibroids. The following data was provided (<5.00 miu/ml is negative, >/=25.00 miu/ml is positive): initial result was 657.19, repeat was 197.36 miu/ml. The results were reported to the physician who questioned the results. The sample was repeated again, and the result was 191.83 miu/ml. A new blood sample was tested, and the result was 1.89 miu/ml, the sample was recentrifuged and the result was 2.00 miu/ml. It was noted that the patient¿s scheduled surgery was delayed by one day due to the positive results; however, there was no reported negative impact to the patient due to the delay.

Manufacturer narrative:
The complaint investigation for a false positive architect total b-hcg result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review for the complaint lot. Return testing was not completed as returns were not available. Trending review determined no related trend for the product. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Device history record review on lot number 47267ud01 did not identify any non-conformances or deviations with the likely cause lot. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide, with median values (for the negative population) for the complaint lot(s) are within the established limits, suggesting that the performance is acceptable. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect total b-hcg, lot number 47267ud01, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section e1 - phone complete entry = (B)(6).

Event description:
The customer observed false positive architect total hcg results for a 49-year-old female uterine myoma patient with uterine fibroids. The following data was provided (<5.00 miu/ml is negative, >/=25.00 miu/ml is positive): initial result was 657.19, repeat was 197.36 miu/ml. The results were reported to the physician who questioned the results. The sample was repeated again, and the result was 191.83 miu/ml. A new blood sample was tested, and the result was 1.89 miu/ml, the sample was recentrifuged and the result was 2.00 miu/ml. It was noted that the patient¿s scheduled surgery was delayed by one day due to the positive results; however, there was no reported negative impact to the patient due to the delay.